Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that the device was online and verified through the enterprise server that it was successfully uploading and downloading data. The tss connected to the server, checked station communication, and followed up with the customer via email, receiving confirmation that the device was functioning properly. The tss also provided the relevant knowledge article for reference med es 1.7.4 - ad users unable to authenticate if a local user account with same userid exists and is inactive and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to authenticate had account locked error. The customer tried to reset password, but issue was not resolved. However, there were no delays, adverse events or injuries reported based on this event.